Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the drain was being used as a lumbar drain, and the patient drained too fast and caused issues. Additional information received stated that the lumbar drain was placed intra-operatively after tevar. It was discovered that the drain had been set to drain at negative 15 mmhg rather than 15 mmhg. The patient now had an intracranial hemorrhage and excessive cerebrospinal fluid drainage could cause/exacerbate it. The patient experienced cardiac arrest later in the night for unclear reasons. It was noted that the particular drain scale in use was extremely confusing. The user can choose "lumbar or intra-ventricular" setting on the drain. If "lumbar" is chosen, the highest that it could be set is positive 3 mmhg all the way down to negative 20 mmhg. After discussion with the neurosurgeons and others familiar with this particular drain, it was discovered that it must be used with the "intra-ventricular" setting even when it was a lumbar drain in order to get the drainage level to the appropriate setting (usually positive 10 to 15 mmhg). Having to use the ventricular setting for lumbar drains was felt to be a major safety concern. This drain was set to the lumbar drain setting (as seemed logical for a lumbar drain), and when nursing saw to set it at "15 mmhg," it was actually set to ne gative 15 mmhg since that was the only "15" on the scale and drained excessive cerebrospinal fluid.